Event description:
It was reported to medtronic minimed that the customer experienced display window cover coming away. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1711k was requested and customer response was the device returned.

Manufacturer narrative:
A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: missing display window cover, cracked retainer, cracked reservoir tube lip, cracked select button keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. Missing display window cover is confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.